Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
The customer reported that his insulin pump was giving insulin while sleeping even though he did not programmed it. The customer stated that his blood glucose has been stable at 135-150mg/dl, but when he wakes up his blood glucose is 65-55mg/dl. The caller believes that the drive support cap did touch mistakenly and delivered insulin without his intervention. Troubleshooting was performed, and the drive support was indented. Advised the caller that the insulin pump would be replaced and revert to back up plan. No further information was provided.